Event description:
Device malfunction: difficult to remove. Time of malfunction: after vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, post clip deployment, the device was difficult to remove. The physician removed the device by releasing the locking mechanism on the thumb advancer via the access port as indicated in the instructions for use (IFU). Hemostasis was achieved using the device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record of the lot did not produce any findings relevant to this report.